Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H6 codes: additional information.

Event description:
Subsequent to the initial MDR, additional information has been provided. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 2:15 pm on (B)(6) 2025. The session lasted almost 4 days and ended by the user for unknown reasons. The were no bg meter calibrations performed during the entire session. On the day of the reported event (1/13/2025) the users egvs started out high but began to fall early in the morning and remained within target range up until 9:19 pm that evening when the egvs breached the high threshold briefly. The lowest egv recorded on during the time period of interest was 84 mg/dl at 6:04 am. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, the patient was feeling unwell. She could not recall her cgm values at this time and no bg meter reading was taken. Around 11am, the patient went outside to check the mail but was unable to re-enter her house because she forgot the 4-digit lock code and experienced confusion. The patient¿s husband, who was at work, called their daughter to go check on the patient later in the day. The patient¿s daughter got to the patient¿s house around 5pm and found the patient still outside. She was severely sunburnt, blistered, and vomiting. The patient was taken to the emergency room. She was diagnosed with diabeti ketoacidosis (dka) and treated with IV insulin and blood thinners. The patient also reported being on life support for 11 days. The patient stated she was unsure of the cgm device¿s accuracy during this event and could not recall any further event details. The exact date of the patient¿s hospital discharge was not specified. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - clinical code - e0750 ventilator dependent h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.